Event description:
Additional information received reported patient was having increased somnolence and respiratory compromise. It was noted that the patient was hospitalized due to therapy; patient was filled by a practitioner in west virginia. Apparently there wasa pocket fill at that time that initiated respiratory compromise. It was unknown if there was any troubleshooting done. It was noted that the patient had fully recovered and their back/leg pain was well relieved. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported the patient was hospitalized recently. It was noted the patient was in the intensive care unit and on a ventilator. It was further noted the patient was admitted to the hospital on (B)(6) 2014. The reporter stated the patient would be placed in a rehabilitation nursing home today. The reporter further stated the patient could be there for up to 20 weeks, but they did not think it would be that long because the patient was getting drastically stronger. It was noted the patient had to drive from (B)(6) every three months for a pump refill. The reporter stated that at the time of implant, they were told that it would not be a problem for the patient to obtain a pump healthcare professional to refill the pump once they were back in (B)(6), but that was not the case. The reporter further stated that if they had known that, they would not have had the pump implanted. It was noted that for the last seven years the patient had to drive back and forth for pump refills. It was further noted the patient¿s refill date was (B)(6) 2014 and their alarm date was (B)(6) 2014. The reporter stated the patient had a primary care hcp that was taking care of the pt now in (B)(6). The reporter further stated the hcp made a deal with the rehabilitation facility and the hcp had no problem with refilling the patient¿s pump. It was noted the patient primary care hcp had refilled the pump before. It was further noted the hcp was requesting a manufacturing representative to be present at the pump refill. The reporter stated they would like to have a manufacturing representative meet them at the hcp¿s office before the friday alarm date. The reporter further stated they had been in contact with the hcp¿s office. The pump contained morphine and lidocaine. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)